Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up with far field r-wave oversensing on the atrial lead as noted on the stored egm. The device was reprogrammed and the issue was resolved. The patient is fine after the event.